Event description:
Clinic notes were received reporting that this patient believes that the device is moving in her chest and wants the battery tethered better with a new stitch as it is causing her discomfort, and is sticking out in her chest. The neurologist referred the patient to a surgeon for tethering or repositioning. Additional information was received that this patient had surgery and the generator was repositioned and secured with a non-absorbable suture. The patient presented with implant mobility and reports that the device turns on itself and causes discomfort when she lies down in bed. Diagnostics were performed by the surgeon before and after generator re-positioning and the results were within normal limits.

Event description:
It was reported that the surgeon always uses a ticron, non-absorbable suture for his surgeries.